Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The customer stated the error was occurring for their 2-step assays, which use sample treatment cups. The cups were all on the bottom tray of the sorter, so the fse verified all bottom tray alignments were correct. The customer had fully shut down and restarted the analyzer before the fse arrived. It is likely that a glitch occurred with the alignment of the sorter and needed to be reset. Fse verified the sorter alignment and functionality using maintain macro programs and verified proper instrument functionality by running quality control (qc). The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operators manual under appendix 4: error messages state the following: [4051] sorter z-axis home detection failure cause : the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event could not be established.

Event description:
A customer reported error message "4051 sorter z-axis home detection failure¿ on the aia-2000 analyzer. The customer attempted an all-set home and a reboot, but all-set home failed at the end. Customer checked the tip and reagent drawer and did not see anything wrong. Technical support specialist (tss) instructed customer to clear the waste chute for any obstruction but none was seen. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.